Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use and precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the results of our investigation the root cause has been determined to be most likely related to the manufacturing process. Measures are being conducted internally to address this failure mode.

Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
It was reported that during an angiography of the liver the tip separated. The catheter was advanced to the hepatic artery to delivery contrast medium for imaging of the turmor after toce. During the maneuvering, the tip separated at the entry and the tip traveled to the pulmonary artery. A team of doctors assisted with the retrieval process, and the tip was removed. The patient remained unharmed. No additional details have been received.